Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was repositioned. The patient was doing well postoperatively, and the device remains implanted and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately few weeks ago from date manufacturer was made aware.